Event description:
Subsequent to the previous reservoir removal the pt remained infected. The doctor performed a "debridement of infected lower abdomen, scrotum, and penis. There was considerable erythema, swelling and necrosis around the reservoir portion of the prosthesis." The pump and cylinders were removed.